Event description:
Additional information received indicated that the device was explanted and replaced due to a normal elective replacement indicator (eri).

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, the device was found in backup mode. Technical support was contacted and recommended a firmware download to resolve the event, but the download was was not performed due to a low battery status on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.